Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The delivery system and a stent fragment were returned separately. The stent fragment is severely deformed. The stent fragment has a length of about 15 mm. The outer shaft of the delivery system has been retracted by about 89 mm which confirms that the stent has been partially released. The distal stent stopper is severely deformed, indicating application of a high force which was most probably induced during device withdrawal. Both the proximal stent stopper and the proximal end of the inner shaft show signs of compression. The handle was returned completely disassembled. Two parts of the assembly are missing. The retractable outer shaft has fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of mildly calcified lesion in the mildly tortuous left sfa. After pre-dilatation with a passeo-18, a first pulsar-18 was introduced but the stent could not cover all the lesion. The complaint device was introduced but a fracture was heard during release. The stent could not be released any further and the delivery system was withdrawn. The stent was found fractured inside. A part of the stent remained in patient. Another stent was used to cover the remaining stent part. Patient was discharged home.